Manufacturer narrative:
Complaint trending was reviewed for the lot code provided. No similar complaint was found. There was no sample returned for evaluation. Our lab has tested the retain samples of the associated component lots and all results are conform to the specifications for the tested parameters (ph, osmolality, lal). Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified, retain samples are conforming to the specifications and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As no product was returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the reporter who stated that they have passed the affected lot numbers that they refused to use on to another site who was has not had any issues and were happy to take the inventory.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic viscoelastic solution was used during cataract surgeries after which cases of toxic anterior segment syndrome (tass) were reported. Additional information has been requested.